Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) was at customer's site and confirmed customer's reported event. Fse determined issue to be related to a possible bad wiring in the plarail chain causing the pressure sensor to go blank. Fse replaced sorter and performed all alignments per work instructions. No further action was required. The aia-900 instrument is performing within specifications. The aia 900, serial (B)(4), was installed on (B)(6) 2017. There were no other similar complaints identified since installation to aware date 23-aug-2018. The aia-900 operator's manual under section 12 - flags and error messages, states the following: [2204] sorter not picked up cup error is generated when the cup hold sensor s027 failed to detect a cup during a cup pickup operation. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check the upper surface of the test cup for contamination; check the seal for curling, and so on. If the trouble occurs frequently, contact the tosoh local representatives. Check s027, the cup pickup position, and the cup pickup operation, and also check the cup control sensors s023 to s026, and the sorter scanning operation. [2205] sorter dropped cup error is generated when the cup hold sensor s027 failed to detect a cup before it was released in the dispensing lane. The sorter will be paused, and the equipment will go into a standby status. Action: open the sorter and remove the dropped cup. Close the sorter and then restart the assay. If the trouble occurs again, contact the tosoh local representatives. The most likely cause of the reported event is pending; investigation is still in progress.

Event description:
A customer reported getting 2204 "sorter not picked up cup" and 2205 "sorter dropped cup" error messages on the aia-900 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth), estradiol (e2), prolactin (prl) and luteinizing hormone (lh ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
Please note that this MDR MFR report #: 8031673-2018-00838 / importer report #: (B)(4) was previously submitted to the FDA on 13nov2018; it was recreated as MFR report #: 8031673-2018-00838 per request by the FDA MDR data systems team representative. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The tray sorter was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported sorter failure was due to failure of the plarail chain wiring (chain cable). H.3. Device evaluation by manufacturer: the most likely cause of the reported event is due to failure of the plarail chain wiring of the sorter.